Event description:
Failed hardware. Fusion screws broke.

Event description:
Add'l info received from MFR 4/4/03: co had also received a medwatch report from the user facility for this event on feb 26, 2003. After contacting the hospital, co learned that device involved in this event was not the co's product. Co forwarded the report along with a letter explaining it was not the co's product on march 13, 2003 to the FDA. To whom it may concern: on february 26, 2003 medtronic sofamor danek received a mandatory medwatch form from hospital. Initially, it was not known if the products involved in the report were medtronic sofamor danek items due to the brand name listed on the medwatch form. During a conversation on 03/12/2003 with the biomedical coordinator with the hospital, it was determined that the items involved in the event were not medtronic sofamor danek items but were from another MFR. In accordance with section 803.22 (2), this letter, along with the medwatch form from hospital is being forwarded.